Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm, and was implanted with a gore excluder contralateral leg endoprosthesis. On (B)(6) 2011, aneurysm enlargement was identified (amount unknown) due to a type ii endoleak.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.